Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. UDI number: note: product identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that the mynxgrip vascular closure device's balloon pulled through the arteriotomy while still inflated. Manual compression was applied for 30 minutes or less. The patient was noted to be fine and hospitalization was not prolonged as a result of the event. Additional information was requested but is not available. Vessel location: peripheral sheath size: 7f.